Event description:
It was reported that during the surgical procedure, the zimmer 34 in dual port/single bladder disposable cuff did not stay inflated when properly applied with the straps. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event. (B)(4).